Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge, with an unknown handpiece. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. A voluntary recall of acrysof restor® and restor® toric iol models occurred on (B)(6) 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for acrysof non-restor® iol models were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. Rates observed for the acrysof non-restor® iol models are below rates for endophthalmitis in (B)(6) available in published literature. Action taken: the increase in complaints observed for the acrysof non-restor® iol models is specific to the (B)(4) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the acrysof non-restor® iol models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in (B)(6). Acta ophthalmol. Scand 2007:85:848-851), alcon does not consider this increase in the number of complaints for the acrysof non-restor® iol models to require further action at this time. Alcon will closely monitor for any potential trends or signals for all acrysof non-restor® iol models. (B)(4).

Event description:
A surgeon reported postoperative inflammation and aseptic endophthalmitis a patient's right eye after intraocular lens implantation. The patient was treated with steroid medication and is recovering. There is no product sample available for this event as the intraocular lens it is still implanted.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Follow up information was received. Patient condition has improved.

Manufacturer narrative:
(B)(4).